Event description:
It was reported that crosstalk was observed. Physician elected to take no action at this time. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.